Event description:
A nurse reported that the system did not recognize the handpiece then subsequently "locked" during a procedure. Following a delay of 30 mins, the case was completed with an alternate system and there was no pt impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).